Event description:
Sales rep reported he has 1 set that was given to him from ob unit to send for investigation of a hole in the set, marked by red tape. He is unsure of the model number and has no packaging or lot information. The set was being used for a gravity infusion, not in a pump. There was no patient harm and no medical intervention was required. No further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.